Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/06/2015 it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent cystoscopy and suprapubic tube insertion due to pop, stage 2 rectocele and large enterocele. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, infection, bleeding and other unspecified issues. It was reported that patient underwent lysis of adhesions and vaginal reconstruction in (B)(6) 2013. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.